Manufacturer narrative:
Per tandem's t:flex cartridge instructions for use: "make sure that insulin is at room temperature before filling the cartridge." Per tandem's t:flex user guide: "humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours. No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.

Event description:
It was reported that the customer experienced an occlusion alarm. The customer could not provide if blood glucose levels were impacted. Tandem's technical support could not troubleshoot the alarm occlusion as it happened in the past and the customer had already changed the cartridge, infusion set tubing, and infusion set site. Reportedly, the customer used cold insulin when filling cartridges. The pump history indicated that the customer changed cartridges between 2-6 days.